Event description:
It was reported that prior to the pt's generator replacement procedure on (B)(6) 2011, the pt experienced his first grand mal seizure in four yrs. This occurred on (B)(6) 2011. The pt then went into status and subsequently cardiac arrest with no pulse for 45 seconds. CPR was performed; the pt was hospitalized, and diazepam was administered. The reporter indicated that diagnostics performed at the hosp were within normal limits, however, specific results were not provided. The reporter also indicated that the generator was nearing end of service and that these events may have been related to battery depletion. The pt was scheduled for and underwent a generator replacement procedure. When the new generator was implanted, a diagnostic test performed indicated that the lead impedance was 2000ohms. The generator was returned to the MFR and product analysis has been completed. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional info have been unsuccessful to date.